Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Service returns were for issues not similar to the reported complaint. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called due to an 8015 alarming "channel disconnect" and they could not get the unit to turn off. Customer stated that when she came on shift she found the 8015 locked in a room continuously alarming. Customer asked how they could turn the unit off because the only why to silence the alarm was to constantly press the silence key. After having the customer hold down the tamper switch the 8015 turned off. No patient involvement. Serial number: (B)(4).